Event description:
It was reported the lv lead had high thresholds and intermittent capture. At the time of replacement it was further reported there was no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: truei attain otw implantable pacing lead. It was reported the lv lead had high thresholds and intermittent capture. At the time of replacement it was further reported there was no capture. No patient complications have been reported as a result of this event. No conclusion can be drawn; capture, intermittent capture, failure to high threshold.